Event description:
It was reported to boston scientific corporation the patient was implanted with an advantage fit transvaginal mid-urethral sling system during a procedure on (B)(6) 2010.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2011-04560 pertains to the other device. It was reported to boston scientific corporation that following implantation of an advantage transvaginal mid-urethral sling system during a procedure (date unknown), the patient presented with mesh erosion (date of onset unknown) and had to have surgery to remove the mesh. The date of the mesh removal procedure, the amount of mesh, and the type of mesh removed are unknown. All other information, including the patient's current condition, is unknown.